Event description:
A user facility reported that during intraocular lens (iol) implant surgery, the haptic broke in the patient's eye causing a capsule rupture. An anterior vitrectomy was performed. The iol was removed and replaced during the same procedure. In a follow-up, the patient was reported to be "doing fine". It was also reported that an unapproved lens/cartridge combination was used.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. It was also reported that an unapproved lens/cartridge combination was used. Additional information was requested and received. This report was mailed to FDA on: 11/13/2009.